Event description:
The customer reports: handles broke off of peel away sheath as nurse was breaking it apart to remove it from patient. The sheath broke apart prior to the handles falling off, so the nurse was able to remove it from the patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: handles broke off of peel away sheath as nurse was breaking it apart to remove it from patient. The sheath broke apart prior to the handles falling off, so the nurse was able to remove it from the patient.